Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer bolused for pizza/ice cream, ate the pizza, then did not eat the ice cream. The customer's blood glucose (bg) level ranged from the 20's (mg/dl) to the 30's (mg/dl). Reportedly, the customer fell and the fiancé had to catch the customer. The customer consumed carbohydrates to address the bg level.